Event description:
Ous MDR. The lead showed extremely bad sensing and threshold values intra-operatively. Despite repeated repositioning, no acceptable values could be achieved. The use of a competitor's lead immediately provided a very good result.